Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not booting up multiple times. Upon further inspection, rse found there was issue with suit pc. Rse advised the customer to reload software, replace suite pc and hard drive. The customer replaced the suit pc and hard drive by own. After which the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the suite pc. The device was returned to expected functionality.